Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor blood/fluid obstruction, there was blood/body fluid on all conductors (not obstructed) and the lead appeared damage at implant; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during implant it was difficult to get the lead to follow the guide wire. It was also reported that the lead was not used due to anatomy and a new lead was successfully implanted. No patient complications were reported as a result of this event.

Event description:
It was reported that during implant it was difficult to get the lead to follow the guide wire. It was also reported that the lead was not used due to anatomy and a new lead was successfully implanted. No patient complications were reported as a result of this event.